Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
During a colectomy the stapler was fired and the staples did not form properly. The rep has no further information at this time. There was no consequence to the patient.